Event description:
It was later reported there was no vns generator replacement surgery planned or completed due to the increase in seizures. No additional relevant information has been received to date.

Event description:
It was reported by the surgeon's office to the company representative that the patient has experienced an increase in seizures due to battery depletion and she may have a vns generator replacement. It was unknown when the increase in seizures first began or if the seizures were below or above pre-vns baseline levels. A battery life calculation was performed using the information available within the programming history database. The battery life calculation showed the generator would have approximately 10 years remaining until reaching the neos = yes (near end of service) condition. It was later reported the company representative was able to check the patient's device while at the physician's office. The system diagnostics were ok with an impedance value of 2300 ohms, indicating the generator was working as intended. The physician's office reported they were unable to answer any additional questions due to lack of information from the patient. Attempts for additional relevant information have been unsuccessful to date.